Event description:
Winco mfg customer care technical specialist was participating in a conference call with (B)(6), on the afternoon of (B)(6) 2012 when, a rep from (B)(6) mentioned a pt being injured in 6551 drop arm chair. (B)(6) rep stated that the pt cut their finger while trying to get out of the chair. Winco mfg attempted to make further direct contact with (B)(6) on (B)(6). Winco was able to speak with (B)(6), on (B)(6) at 3pm. The nursing mgr confirmed that on (B)(6) 2012, an (B)(6) male pt weighing (B)(6), was attempting to get out of a 6551 drop arm chair when the left arm of the chair dropped, pinching his left middle finger and causing a cut that required two stitches. Floor mgr and maintenance personnel inspected the chair and made several attempts to force the arm to drop. No defect or damage was found with the chair. The serial number was not recorded.

Manufacturer narrative:
The chair was not removed from service.